Manufacturer narrative:
The results/methods and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced chronic discomfort at the pocket implant site of the pacemaker. Despite conservative measures, the patient continued to have pain and was unable to participate in much activity as a result. On (B)(6) 2014, the patient presented to the hospital for a pacemaker pocket revision procedure. The device was replaced and the new pacemaker was placed in a newly constructed subpectoral space. The procedure was completed successfully without any complications. The patient was reported to be in stable condition before, during, and after procedure and was discharged from the hospital the following day.

Manufacturer narrative:
The device was tested on the bench, and no anomalies were found.